Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked from an unspecified location. This was identified after filling the device with fluorouracil (5fu) and left on the counter prior to patient release. There was no patient involvement. No additional information is available.